Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other four perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the right common femoral artery was completed with two proglide devices, using a pre-close technique, via a 5f sheath prior to an endovascular aneurysm repair (evar) procedure. The sheath was upsized to 18f for the evar procedure. Reportedly, the successfully preplaced sutures of both proglide devices broke during suture tightening and a cut down was performed to achieve hemostasis. Suture placement in the left common femoral artery was attempted with three proglide devices, using a pre-close technique, via a 5f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, cuff miss occurred with all three proglide devices. A cut down was performed and the evar procedure was completed. Hemostasis was achieved surgically. There was a clinically significant delay in the procedure due to the cutdowns to achieve hemostasis. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.